Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the audio bolus button required multiple presses for the pump to respond. The pt denied that the device was exposed to water.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to up, down, and ok button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The up, down, and ok button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling. There was no evidence of moisture/corrosion found on internal components inside the pump.